Event description:
It was reported to philips that system would not make x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was used for coronary procedure at the time of event. However, there was no harm or injury reported to philips. The patient was transferred to another device to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to emit x-ray. Upon functional testing, the fse checked the logfiles and found 03hj error, which indicated filament current error. The fse checked the tube filament and found filament had open circuit. The defective tube was returned for analysis, and it showed that both the filaments were blown after intensive usage. To resolve the reported issue, the fse replaced the tube. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.